Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarm. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide, which instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. No similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.